Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported later that patient cut off temporary lead when changing dressing .the temporary extension lead and stage 1 lead were removed on (B)(6) 2014.

Event description:
It was reported that the lead component (that was coming out of their back) of the patient¿s trial external neurostimulator (ens) had fractured last night before bed. It was noted that the lead was not hooked up to the ens at the time. The patient stated that the stimulation was helping with their symptoms where they could wait a couple of hours instead of going to the bathroom every time they stood up. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.